Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set-up joint (suj) was analyzed, and the error 319 was both confirmed in the field via log review and was replicated in house. The complaint was confirmed based on the field evaluation/failure analysis. Isi followed up with the initial reporter and obtained additional information: the event was confirmed to have taken place during a cholecystectomy procedure. Arm 2 was disabled during the procedure and arm 4 was used in its place. There was no harm to the patient and the procedure was not converted to laparoscopic surgery.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that there was a 319 error at restart. Logs showed an issue universal surgical manipulator (usm) 2. The site said they were about done with the case. They were going to undock the usm 2, dock usm 3 in its place, and proceed as a 3-arm system to finish the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced set up joint (suj) 2 due to a 319 error. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.